Event description:
It was reported the lv lead dislodged and was replaced. There were no patient complications related to this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.